Manufacturer narrative:
Updated information: d9. Investigation summary: received two (2) used d1000 tego connectors for inspection. No defects or anomalies noted. The tegos were accessed with a male luer syringe to observe the fluid path. Blood residuals were observed in the used tegos. After flushing, there were no occlusions observed. The reported complaint can be confirmed. The probable cause is due to blood clotting during used. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector that was reportedly associated with a decreased, poor, or sometimes no blood flow during dialysis treatments. After replacing the tego connector, the flow was fine again. Over the course of one month, the facility collected all complaints. In 19 problematic cases, the tego had to be replaced, after which the flow was restored. The issue occurred at the start of dialysis and flow is unachievable due to excessively high arterial or venous pressures. It was detected during direct patient use. Length of time the device was in use was 0-7 days. There was no serious injury/death and no blood loss. There was no delay in critical therapy. There was no adverse operator consequences and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. There was no report of any human harm.

Manufacturer narrative:
The device in question is not available for investigation as the customer discarded it. A review of the device history record is pending.